Event description:
It was reported by the pt's legal counsel that the pt received a left tka on (B)(6) 2003. On (B)(6) 2011, the pt was revised due to issues with their implant. During surgery it was noted that a piece of plastic was floating in the joint, possibly from the tibial implant.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.